Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a bkp procedure in a patient diagnosed with compression fracture due to primary osteoporosis. It was reported that the bkp osteo-introducer was clogged with a powdery substance. The obstruction was removed using a guidewire and then used. There was a delay of less than 60 mins. Issue with powdery substance was in the packaging of a new product which was opened during the procedure. There was no patient symptom reported. There were no further complications reported regarding the event.